Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient's endocrinologist initially reported via email that the patient had an episode of hypoglycemia while driving. The patient blacked out. It was reported that there was no harm to anyone but emergency medical services reported a bg of 48 mg/dl. The dexcom did not show hypoglycemia which meant the patient continued to get basal insulin during his episode. On (B)(6) 2025, follow up contact was made with the patient. It was reported that the patient pulled over while driving because he felt faint and passed out. Somebody saw him and called an ambulance. The medic tested the patient's bg and it was 48 mg/dl and the cgm was 72 mg/dl. The patient stayed in the ambulance for 25min. They were treated with IV and an unspecified gel. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.